Manufacturer narrative:
B5: describe event or problem, initial report inadvertently did not mention the cause of paresis (side effects of surgery).

Event description:
It was later noted by the provider does not know what caused the migration. Provider stated that it could be some anatomical anomaly in the brachial plexus and or wrong insertion of the electrode. Since the provider was only speculating the cause of migration, unknown cause will be used as the root cause. The provider also stated that the paresis was due to side effects of surgery. No other relevant information has been received to date.

Event description:
It was reported that the patient recently underwent vns surgery. After the surgery, the patient began experiencing paresis. Based on postoperative radiological findings, electrode migration was suspected by neurosurgery, and as a result, reposition surgery was performed. After the reposition surgery, paresis was still reported but less severe. The vns was then turned off. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.